Event description:
Info received indicated that the foot end brake caster will lock into brake but if the stretcher is pushed on the side, the caster will swivel.

Manufacturer narrative:
The tech replaced the brake caster to repair the stretcher.